Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient¿s implantable neurostimulator (ins) was to be implanted in their hip and they went into surgery with the area marked on their hip. When the patient woke up, the ins was implanted in their mid-back, bra-line area. The belt that the patient was given was for the waist and hip area and would not work for the patient¿s mid-back implant. The patient wanted a new belt to be created for patients with implants in the mid-back area. The patient¿s antenna paddle often slipped because they had to lean up against a pillow to charge. The patient¿s ins was hard to charge because it was hard to reach and they had to be immobile when charging. The patient hardly used their ins because it was hard to charge. The patient rarely got 100% charge on the ins because they didn't have time to sit still. The patient wanted to try a shoulder holster belt and one was sent. The patient was still having concerns with their device or therapy but was working with their doctor. The patient¿s doctor had been on vacation and hadn't returned their calls yet. The patient was trying to schedule a doctor¿s appointment. The patient requested some adhesive discs to aid in recharging; these were sent. No symptoms were reported. Follow up was conducted to obtain additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the adhesive pads were useful for improving the recharging of the implant. The patient stated she was sent a pacemaker pouch which helped some with the recharging difficulty. The patient noted that she was not aware of the reason why the implant was placed higher in her back. The patient mentioned that the surgeon told her that during surgery she presented as a perfect candidate for back battery placement, but she had not been told before the surgery that it was a possibility and woke up with it at her bra line. The patient reported that for the six months it took to fall into the pocket she had to wear camisoles with panels and to use the adhesive pads her husband had to put them in place as she was unable to reach.